Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the infection has been resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the ipg site. The patient was temporarily hospitalized due to the issue. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the entire system was explanted. The patient was administered intravenous antibiotics.